Event description:
No patient harm or change in treatment.

Manufacturer narrative:
(B)(6) follow up. Leakage from the rear of the syringe was reported. Because no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, the quality team reviewed two photographs provided for assessment. One image depicts the packaging blister top web, and the second shows a syringe containing a white solution with visible solution present between the stopper ribs. No additional details could be confirmed based on the photographs. A device history record (DHR) review was completed for material number 309653, lot 5079047. The review did not identify any in-process or final inspection nonconformances that would be expected to contribute to the reported condition, and no related quality notifications were associated with this lot. All manufacturing processes and final inspections were completed in accordance with specification requirements. To date, no other similar events have been reported for this lot. Based on the information available, including the photographic evidence, the customer-reported symptom is confirmed. However, in the absence of the physical sample, a definitive root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. Date of event unknown. The date received by manufacturer has been used for this field.

Event description:
It is reported leakage. Leakage of tpn from the back of syringe (near to syringe flange) after user filled up the syringe with 48ml of fluid volume.